Event description:
It was reported that the right ventricular (rv) lead alert triggered for high impedance and the lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The distal conductor was fractured. The defibrillator conductor was distorted. The distal conductor had blood/body fluid (not obstructed). The outer tubing overlay had blood/body fluid, cosmetic environmental stress cracking, a breached cut, and was melted. The outer insulation had a cosmetic depression. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Visual analysis revealed a bilumen tubing void at eighteen centimeters.